Event description:
A malfunction alarm was reported by the pump during the load process. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer reverted to manual injections for insulin therapy.